Event description:
The customer returned the Bronchofibervideoscope to the service center for a separate issue. During Olympus¿ device analysis it was indicated that the Bronchofibervideoscope had deep scratches (detachment) in the distal end channel ending. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed issue was attributed to friction problems caused by component failure. Should additional relevant information become available, a supplemental report will be submitted.